Manufacturer narrative:
(B)(4). Date of initial report : b)(6) 2015. Date of follow-up report : (B)(6) 2015. The jaws of the incident device had tissue between them and were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. The clear insulation was damaged. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that during the operation the jaws of ligasure could not be opened because the knife inside the instrument was blocked. The surgery was finished with a new instrument. There was no patient injury or harm. The device was cut off of the tissue. Upon receipt for investigation the clear insulation was found to be damaged and the device failed hipot testing.